Event description:
It was reported by service report that both power cord plugs were missing the ground prongs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: both power cord plugs were missing the ground prongs.